Event description:
Additional information was provided. The reported problem was found during sterile processing after a diagnostic cystoscopy procedure. There was no delay in the procedure and the procedure was completed using the same device. It is unknown if the device was inspected beforehand.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received (updated b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is unknown whether the instrument channel port falling off was due to to stress, handling, or other factors. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The reported problem was confirmed - the biopsy port was found detached from the grip and a customer part was found stuck to the biopsy port. The customer part was removed from the biopsy port. Additional evaluation findings are as follows: 1.) Due to detached biopsy port, a water dunk test could not be performed; 2.) Air found exiting from the biopsy port upon testing using an air line to test the seal; 3.) Due to the detached biopsy port, fluid was found inside the body control unit and eyepiece lens/body; 4.) The image was noted foggy due to fluid invasion; 5.) Slight corrosion noted inside the body control unit and major corrosion noted inside the eyepiece body; 6.) An insulation test could not be performed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the biopsy port came out when trying to take out the oes cystonephrofiberscope "stopcock." There were no reports of patient harm associated with this event.